Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor, and also of the right ventricular defibrillation conductor. (B)(4).

Event description:
It was reported that the right ventricular lead was possibly fractured and the impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.